Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the planned capsulotomy did not occured in the right position when performing a lensx procedure in a pt's eye. The reporter felt that the treatment might have occurred in the anterior chamber with no pt harm. The procedure was stopped and manual cataract surgery was performed.